Manufacturer narrative:
(B)(4). D4 - primary unique device identification (UDI) number is not applicable as both the item and lot numbers of the device are unknown. D10 - associated medical devices: oxf anat brg rt sm size 3 PMA; item# 159568; lot# 432180 unknown oxford femoral component; item# unknown; lot# unknown. H11 - attempts have been made to gather all product identification information and no further information has been provided. Visual examination of the returned bearing shows signs of use as well as wear and tear. The device has scratches and wear on the articulating surface. The device also has wear from use which has made 2 of the 4 edges rough. The bearing was implanted for approximately 11 years. For the tibial component, no product was returned or pictures provided; a product evaluation could not be performed. Tibial component - a review of the device manufacturing records could not be performed due to missing lot number. Radiographs of the right knee were provided and reviewed by a radiologist. Submitted images included ap, lateral, and sunrise views. Image quality was limited, as the studies consisted of poor-quality photographs of radiographs displayed on a computer screen. Findings demonstrated postoperative changes consistent with medial compartment arthroplasty. The ap view showed varus alignment of the right knee with asymmetric narrowing of the medial compartment joint space, which may suggest polyethylene wear. However, evaluation of the polyethylene is limited because the oblique imaging does not adequately profile the joint space. A large sclerotically marginated cyst was also noted in the lateral femoral condyle, likely representing a subchondral cyst and suggesting lateral compartment osteoarthritic change. The lateral view demonstrated anterior subluxation of the tibia relative to the femur, raising concern for anterior cruciate ligament deficiency. Assessment of the polyethylene spacer on this view was also limited by poor image quality. In addition, there was approximately 2 mm of posterior overhang and slight medial overhang of the tibial component, which may contribute to soft tissue impingement. Overall, the findings are consistent with postoperative medial compartment arthroplasty, varus alignment, possible polyethylene wear, and possible cruciate and collateral ligament insufficiency, all of which may contribute to accelerated polyethylene wear. Lateral compartment osteoarthritis is also suggested by the presence of the large subchondral cyst in the lateral femoral condyle. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, a revision surgery was performed eleven years later, for unknown reasons; however, only a bearing replacement was carried out. No further event information is available at the time of this report.